Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. This did not result in a lead safety switch (lss). Boston scientific technical services (ts) was consulted and discussed that it appears that the lss is off in the unipolar configuration. No adverse patient effects were reported. At this time, this device system remains in service.